Manufacturer narrative:
The insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No bolus stopped alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin came up as bolus timed out. The customer¿s incident blood glucose level was 75 mg/dl. The customer¿s current blood glucose level was 306 mg/dl. The customer was assisted with bolus timing out. The insulin pump will be returned for analysis.